Event description:
Procedure type: lap hernia repair. According to the reporter: the mesh was implanted and the patient came back the following day as the mesh had split directly down the centre and his bowels were coming out of his abdomen due to abdominal pressure. The patient's tissue was poor and a re-operation was needed to repair his abdomen.

Manufacturer narrative:
(B)(4).